Manufacturer narrative:
This report is submitted on august 27, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced dizziness, swelling and developed an infection at the implant site. Subsequently the patient underwent revision surgery (date not reported) to clean and restitch the site. It was also reported that the patient was administed oral antibiotics.